Event description:
Discordant, falsely low hemoglobin (hgb), falsely low hematocrit (hct), falsely low mean corpuscular hemoglobin (mch), and falsely elevated mean corpuscular hemoglobin concentration (mchc) results were obtained on one patient sample on an advia 2120 with dual aspirate instrument. The discordant results were reported to the physician(s). The sample was repeated on an alternate instrument, and results were as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, hgb, hct, mch and mchc results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the device and had the customer tighten the fitting going to the selector valve from the unified fluidics circuit (ufc), and the instrument is operational. The cause of the discordant, hgb, hct, mch and mchc results is a loose fitting. The instrument is performing according to specifications. No further evaluation of the device is required.